Manufacturer narrative:
This report is being supplemented to provide additional information based on further follow-up with the customer (please see also update to b5), the device evaluation and the the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The legal manufacture added the following events after reviewing the device evaluation and the complaint information: suggested event 1: residual liquid in the device suggested event 2: foreign material at c-cover the device was evaluated where no abnormalities were found that could have led to the positive culture. The customers allegation of residual liquid in the device was not confirmed. The following reportable issue was confirmed: foreign material on the distal end cap cover. However the foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event of positive in culture could not be confirmed and a root cause for the could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of residual liquid in the scope channel a root cause could not be determined as the defect was not reproduced in the device evaluation. For the event of foreign material on the distal end cap cover a root cause for why the foreign material remained could not be determined. The suggested events 1 and 2 are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the complaint of the customer was residual water in the scope channel. No positive culture results were obtained.

Manufacturer narrative:
The suspect colonovideoscope has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (instrument/biopsy, suction channel, air/water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guideline. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during reprocessing, the olympus asset colonovideoscope had a positive culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.